Event description:
Same case as MFR report 3005188751-2011-00032, 3005188751-2011-00031 and 2030404-2011-00072. It was reported during a pulmonary vein ablation procedure, a perforation occurred. Twenty mins prior to the event, transseptal puncture was performed with a brk transseptal needle, heparin was given, and the en site system was optimized for geometry collection. The geometry was collected using the afocus ii high density mapping catheter (lot k24327). An sl1 introducer and a response quadripolar catheter were placed in the heart as well. At the end of geometry collection, the pt experienced tachycardia and became hypotensive. Intracardiac echocardiography verified a pericardial effusion. Several syringes of blood were removed from the pericardial space and protamine was given to reverse the heparin. The procedure was aborted. The pt remained unstable and was transported to the operating room for surgical intervention. The cause and location of the perforation is unk. Additional info was requested and is not available.

Manufacturer narrative:
The devices were not returned for evaluation. As cardiac perforation is an inherent risk associated with any cardiac ablation procedure and the physician does not implicate any sjm products as the cause for the reported event, the cause for the reported event is unk. The device was not returned for evaluation and review of the device history record was not possible as the serial/lot number is unk.